Manufacturer narrative:
Additional information: a4, b5, b7, d6b, g1, h6 (ime, imf codes, ime e2402: feculent material over the same spot as defect repair, nerve spasms) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced infection, fistula, open draining wound, pain, discomfort, adhesions, purulent material, feculent material over the same spot as defect repair, recurrence, hematoma, and nerve spasms. Post-operative patient treatment included revision surgery, removal of mesh, over-sewing of colonic fistula, exploratory laparotomy, lysis of adhesions, abdominal irrigation, and creation of right lower quadrant and ileostomy.

Manufacturer narrative:
Correction: h6 (removed ime no code for nerve spasms) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced infection, fistula, open draining wound, pain, discomfort, adhesions, purulent material, feculent material over the same spot as defect repair coming from the transverse colon, recurrence, hematoma, nerve spasms, gas collection, fluid collection, labs abnormal for hemoglobin; platelets; calcium; white blood count, abdominal pain, nausea, diarrhea, air under diaphragm, abdominal tenderness, dysphagia, necrotizing soft tissue, dehiscence, low appetite, frailty, & pulmonary embolism. Post-operative patient treatment included revision surgery, removal of mesh, over-sewing of colonic fistula, exploratory laparotomy, lysis of adhesions, abdominal irrigation, creation of right lower quadrant and ileostomy, CT scan, pain medication, hospitalization, exploratory celiotomy with biopsy, dehiscence, colotomies re-closed with sutures, use of drain, wound vac, IV fluids, IV antibiotics, physical therapy, dietary consults, heparin drip, injections, & blood thinning medication.

Manufacturer narrative:
Additional info: a4, b2, b5, b6, b7, d10, h6 (patient codes, device codes, labs abnormal for hemoglobin; platelets; white blood count, frailty, gas collection, air under diaphragm, nerve spasms), & additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced infection, fistula, open draining wound, pain, discomfort, adhesions, purulent material, feculent material coming from the colocutaneous fistula tract repair on the transverse colon - in the area near the hernia defect, recurrence, hematoma, nerve spasms, gas collection, fluid collection, labs abnormal for hemoglobin; platelets; calcium; white blood count, abdominal pain, nausea, diarrhea, air under diaphragm, abdominal tenderness, dysphagia, necrotizing soft tissue, dehiscence, low appetite, frailty, & pulmonary embolism. Post-operative patient treatment included revision surgery, removal of mesh, over-sewing of colonic fistula, exploratory laparotomy, lysis of adhesions, abdominal irrigation, creation of right lower quadrant and ileostomy, CT scan, pain medication, hospitalization, exploratory celiotomy with biopsy, dehiscence, colotomies re-closed with sutures, use of drain, wound vac, IV fluids, IV antibiotics, physical therapy, dietary consults, heparin drip, injections, & blood thinning medication.

Manufacturer narrative:
Correction: b5 & removed h6 (patient code, device code). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced infection, fistula, open draining wound, pain, and discomfort. Post-operative patient treatment included revision surgery.